Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a020503 captures the reportable event of compromised device sterility due to the crumbled and cracked box.

Event description:
Note: this report pertains to one of two coredx biopsy forceps to be used in the same patient and procedure. It was reported to boston scientific corporation that two coredx biopsy forceps were to be used in the lungs during an ebus (endobronchial ultrasound) procedure performed on (B)(6) 2023. During preparation, it was noted that the box packaging of coredx biopsy forceps was crumbled and cracked, that resulted to compromised sterility of both devices and a bent sheath. There were no patient complications reported as a result of this event.